Manufacturer narrative:
The company representative reported that energy in the laser was set to 1.80mj, and normal level is usually around 1.6-1.65. The representative changed the level, did all the tests and it is okay. The user has the responsibility to verify and, if necessary to adjust the energy settings according to each individual patient. The settings, which can be done by the user are limited to secure patient safety. The company representative confirmed that it was a user error. There is no indication for a product problem which (might have) caused or contributed to a serious deterioration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that energy level was found to be high. Company representative changed the energy to the correct level. The user can change energy levels when ablation test fails but not up to this level. At some time, an unknown patient was treated using this laser. No patient harm was reported. Additional information has been requested.